Event description:
It was reported that the customer's blood glucose level was above 600 mg/dl. Her blood glucose level then dropped to 23 mg/dl. The insulin pump had a blank display in two instances. Around the battery cap the customer saw cracks. According to the customer the insulin pump looked like it exploded from the inside out. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump had blank display due to corroded battery tube. It also had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window, and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.